Manufacturer narrative:
Product event summary: analysis found that the interconnect flex assembly was damaged. As a result the flex assembly was replaced. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for functional testing related to a field action. It was analyzed and tested out of specification. There was no patient involvement.